Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the cause was not known. Correction boluses were delivered to address the bg level. The customer disconnected from the infusion set site and confirmed that insulin was exiting the tubing. The customer was admitted to the hospital due to diabetic ketoacidosis (dka) and was treated with intravenous fluids and insulin drip. The customer was discharged on (B)(6) 2017 with a bg of 320 mg/dl. The customer reverted to using insulin injections to manage diabetes and reportedly, discussed the high bg with a healthcare provider.